Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as pain on left side. There was no alleged device malfunction contributing to the bruise. The patient¿s physician prescribed novalgin ointment for the bruise. Follow up indicated that the bruise improved.